Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber. Patient alleged having dizziness, headache and nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 11, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber. Patient alleged having dizziness, headache, nausea and device/ power cord too hot to touch related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. Additional testing was performed because of the thermal event template in the complaint and they did not observe any thermal event. The manufacturer inspected the device externally and internally, observed one of the isolators was missing from the blower motor found under blower motor, unknown white and brown contamination (dust like) , at the air inlet of the blower box and bottom enclosure, light dust like contamination on top of the blower motor, blower outlet, seal, isolators, and throughout the blower box, potential mineral deposit spots on the bottom and top of the blower motor, potential mineral deposit spots on pca, p4 connector and on the bottom of the blower box, indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was no evidence of sound abatement foam degradation. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Sections b7, d8, d9, h2, h3, h6 has been updated in this report.